Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code had occurred during a run-in test on the device. The device's printed circuit assembly (pca) board was replaced to address the issue. Additional findings not related to the malfunction/issue was two system errors occurring on the device for failing to verify the flash drive and unable to write to the event log on this device. The same pca board mentioned above was replaced these issues. After the part was replaced on the device, all system tests had passed on the device.